Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was defective, and that the device made no noise (no alarm was heard), and a message appeared on the screen. A philips field service engineer (fse) went onsite and found that the speaker no longer worked. The fse replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6) reporter phone number: (B)(6).